Event description:
Flushed device with hep saline, after plugged in it would not show an image. The device kept springing back and not locking into place. Another device was used and worked fine. Patient not affected.